Manufacturer narrative:
It was reported that the patient underwent tot lysis and cystourethroscopy on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a removal of monarc tot sling on (B)(6) 2012 due vaginal pain and dyspareunia. It was also reported that the patient underwent coaptite injection on (B)(6) 2014 due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and monarch tot was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent the following procedures: on (B)(6) 2010, removal of mesh due to pelvic pain, infections and bleeding. Then on (B)(6) 2012, removal of monarch tot due to pelvic pain, yeast infections and bleeding. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007, in order to treat stress urinary incontinence secondary to urethrocele concurrently with a cystourethroscopy and urethral dilation. It was reported that the patient underwent an anterior colporrhaphy on (B)(6) 2010. It was reported that the patient underwent mesh revision, cystoscopy, and rectocele repair on (B)(6) 2011. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to left groin pain. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent an excision of vaginal scar tissue on (B)(6) 2014, due to vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.